Manufacturer narrative:
During the site visit by the field service engineer (fse) the analyzer was inspected and discovered that main power supply, processing module (part number a-30103383-02, batch/lot/serial # (B)(6)) was not working when troubleshooting the issue and replaced the part. The main power supply, processing module (part number a-30103383-02) was determined the likely cause for issue. The replacement of the main power supply, processing module was the issue resolution. There was no injury to personnel reported or damaged to faicility. A review of the service history for the alinity I ai04489 processing module revealed no additional issues were reported. A review of tracking and trending did not identify any trends for the alinity I processing module or main power supply. The 2021 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke and loud noise (blast) observed was limited to main power supply, processing module (part number a-30103383-02); the smoke and loud noise did not spread to other parts of the module. Based on the available information, no systemic issue or deficiency of the main power supply, processing module (part number a-30103383-02, batch/lot/serial # (B)(6)) or the alinity I processing module, serial number (B)(6) was identified.

Event description:
The customer heard blast sound and observed smoke from main power supply of alinity I processing module. The abbott field service representative (fsr) replaced the power supply resolved the issue. There was no damaged to the customer facility. There was no patient involvement and no harm to user reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.